Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with returned of device. Failure (event) observed during analysis. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 42.3-42.7cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at this location.